Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 367mg/dl. The customer's most current level was 317mg/dl. The customer states their levels had gone as high as 462mg/dl. The customer states they have been treating with bolus. Troubleshoot was conducted. The customer was unable to remove set at the time. The customer was advised to call back later when they can remove and replace set, and when tubing clamp is available in order to complete troubleshoot.